Event description:
A pt who was implanted with perigee graft in 2006 claims, she had to have five surgeries since to remove some of the mesh, had a hysterectomy due to mesh problems. Her doctor thinks the mesh is eroding through the rectum, has chronic pain, painful intercourse, painful bowel movements, pain in buttocks, pain in hips. Pt is taking pain killers that are no longer helping.